Manufacturer narrative:
Additional information: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the instrument was initiated to determine the probable cause of the issue. Analysis found that the stop for the biopsy needle is not drilled through for the nylon screw to make contact with the needle. The instrument failure was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy procedure. It was reported that during a moneris laser ablation case, the drill stop screw would not screw in all the way but stop about halfway. The small blue screw attached to the needle would not tighten at all on the needle. It could not be used unless the small blue screw was able to tighten on the needle. They continued the case without the drill stop and continued navigation. It was further reported that the surgeon used the biopsy needle for a biopsy sample prior to the laser ablation. There was no delay to the procedure. There was no reported impact on patient outcome.